Event description:
Reportability decision changed based on analysis completed on 29 may 2007. It was reported that during a pci procedure, the rotawire became caught and elongated. The 99% stenosed lesion being treated was located in the very hard calcified mid right coronary artery, and the patient presented with an acute mi. While advancing the wire across the lesion, the rotawire became stretched. The tip of the rotawire caught on the hard calcification. The rotawire was removed without incident, with no consequence to the patient. The procedure was completed with another of the same devices, and patient status was reported as 'good'. Analysis found the tip of the core wire fractured.

Manufacturer narrative:
The complaint has been confirmed. The spring segment of the rotawire has severely elongated. The guidewire also exhibited two kinks at 41cm and 47 cm from the proximal end. Microscopic examination of the spring tip portion revealed a fracture of the core wire approximately 2mm from the ball weld. Both fracture sites were submitted for sem analysis. "Examination on the fracture site and surface showed radial micro features on the side wall and micro cracks intersecting the fracture surface due to a torsional action. Elongated dimple ruptures were noted. No material anomalies were observed. The fracture surface was caused by a torsional type overload". The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. The severe calcification along with procedural factors may have caused and/or contributed to the incident, however, the root cause cannot be determined.